Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and it was found the xenon lamp failure of the subject device, but it was not the failure of the subject device, itself. During the evaluation, there were some findings as follows; at the first inspection by quotation section of olympus (B)(4) found that the xenon lamp could not be lit when the subject device was switched on, and the emergency lamp was automatically switched on. At the second inspection at qa department of olympus (B)(4) found that there were no obvious artificial defects in appearance of the subject device. The subject device had been switched on and off for more than 20 times, and each time the subject device was kept running for about 20 minutes, during which process, no faults like light-up failure and the reported phenomenon, "accidental dark image" occurred. When it was opened the top cover and check inside the subject device, there was no water immersion, cable loosening or abnormal parts installation was found. The subject device was kept running intermittently for more than 6 hours, but there were no faults like light-up failure or "occasional dark image". No abnormalities were found in the inspection of device functions. In addition, during the inspection by quotation section, the xenon lamp went out automatically occasionally. This was the xenon lamps problem, and olympus (B)(4) suggested the xenon lamp replacement by user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was sometimes occurred the xenon lump of the subject device lit but there was no light from the endoscope connecting to the subject device during the unspecified procedure. The intended procedure was completed with using the subject device. The user also reported that it wasn't the fault of the light guide bundles of the endoscope which had been connected to the subject device during the procedure, because its endoscope worked normal with another device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to accidental xenon lamp failure installed in the subject device which made intermittent lighting failures. If additional information becomes available, this report will be supplemented.